Event description:
A customer reported a malfunction on the pump during a call with technical support, citing a previous notable event before the malfunction occurred. There was no adverse impact to the customer¿s blood glucose level as the level did not exceed 500 mg/dl. Technical support decided to replace the pump as part of troubleshooting measures for an issue related to another case.